Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in two pieces for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. The s-curve hump height was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the left ventricular (lv) lead was dislodged. Lead dislodgement was confirmed via diagnostic imaging. The lv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.